Event description:
It was reported that the asymptomatic patient was seen for a generator changeout procedure. During preparation, the right ventricular lead exhibited a high capture threshold. Fluoroscopic imaging revealed insulation abrasion. The lead was capped and replaced during the scheduled changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.